Event description:
Catheter was inserted on 5/21/95 into pt's hand (left). Pt was receiving IV antibiotic daily. On 5/22/95 hep lock was not patent. It would not flush. It was restarted in left forearm. Removed catheter had a definite kink in it which would not straighten out. Hep lock had to be restarted prior to 24 hours.